Manufacturer narrative:
Service inspection was performed, and the following reportable malfunctions were identified during the device evaluation: broken outer tube, loose adapter, image out of field and dim light transmission were found. Based on the results of the investigation, it is likely the following led to the malfunction: broken outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited loose adapter, image out of field and dim light transmission. There was no patient involvement.